Event description:
It was reported that a during a dressing change in 2007, a home health nurse could not remove the foam from a patient's wound even after soaking the foam. The patient's last dressing change occurred six days before, and was scheduled to be changed the day before. The home health nurse did not arrive to do the dressing change until the afternoon of the following day. It was also reported that the patient turned off the machine over the weekend for 24 hours and then resumed the therapy without the dressing being changed.

Manufacturer narrative:
The physician indicates that a debridement of the wound had to be done under local anesthesia. The physician further indicates that the foam was simply left in too long and there was significant ingrowth into the foam. The physician also indicates that this was due to an error by the home health nurse who did not get out and change the patient's dressing in accordance with the indications for use. V.a.c. Labeling states under "warnings": "v.a.c. Foam dressings are not bioabsorbable. Ensure that all pieces of foam have been removed from the wound with each dressing change. Foam left in the wound for greater than the recommended time period may increase ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events." It also states under "precautions": "if negative pressure is off for more than two hours in a twenty-four hour period, remove the v.a.c. Dressing. When v.a.c. Therapy is restarted, irrigate the wound and apply a new v.a.c. Dressing from an unopened sterile package. Never leave a v.a.c. Dressing in place without active v.a.c. Therapy usage for more than two (2) hours." V.a.c. Labeling states under "dressing change": "it is recommended that v.a.c. Dressings be changed routinely every 48 hours for non-infected wounds, or every 12-24 hours for infected wounds."